Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date . The customer¿s blood glucose level was 407 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer treated high blood glucose with insulin drip, insulin shot. It was unknown if the customer was using auto mode or not at the time of incident. The customer was assisted with troubleshooting but customer declined to troubleshoot. The customer will continue to use the device.